Event description:
A review of service data detected a reportable event. Upon servicing battery charger sn (B)(4), the battery charger was resetting. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of charger sn (B)(4) has been completed. Upon receipt the charger was resetting and emitting smoke when a battery pack was inserted. Upon investigation q2 (current controlling transistor) was shorted on the bedside board and there were burnt traces on the battery board. The cause for the reset is the shorted transistor, q1. The root cause for the smoke burnt traces, and shorted transistor cannot be positively determined. No adverse event resulted from the shorted component. The last pt to use this device did not report any deficiencies.